Manufacturer narrative:
Integra has completed their internal investigation on 11jan2017. The investigation included: methods: evaluation of actual device; review of device history records; review of complaint history. Results: evaluation of device: reported failure was confirmed; during investigation it was observed that the transducer was twisted in the handpiece housing due to handpiece being over-torqued. This fault / damage is consistent with none or incorrect utilization of the 'torque base'. The DHR review was completed for cusa excel handpiece c2600, serial number (B)(4), manufactured in (B)(4) to identify any recorded anomalies that could be associated to the complaint incident --- date of manufacture: apr-2005. No non-conformance reports were raised during the manufacturing process for this handpiece. The DHR documentation for cusa excel handpiece serial number (B)(4) was reviewed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa excel handpiece been released. During the time period ¿(B)(6)¿, the global product usage for cusa excel handpieces was calculated as (B)(4) usages, using the total quantity of cusa excel console tubing sales sold to calculate the quantity of usages. One tubing set is used per operation / procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of 13 x complaints over the 12-month period with the key words identified in the complaint review can, therefore, be calculated as (B)(4) of procedures. Conclusion: the root cause determined: cause of the handpiece not working was due to handpiece being over-torqued. This fault / damage is consistent with none or incorrect utilization of the 'torque base'. A CAPA has been instigated by (B)(4) to investigate and correct failures encountered with customer complaints associated with over-torquing. No further actions are deemed necessary. Future incidents of this nature will be documented for recurrence and trending purposes. In addition to corrective action, service centre includes technical note with the return of each repaired handpiece that was verified as over-torqued to reinforce the importance of using the proper technique when attaching and detaching tips to cusa excel handpiece.

Event description:
During a liver resection the c2600 cusa excel handpiece broke. The patient was anesthetized already when the problem occurred. A replacement console was not available and the surgery had to be performed in a conventional manner thus placing the patient unnecessarily longer under anesthesia for 45 -- 60 minutes longer. There was no injury to the patient and the outcome was okay.